Manufacturer narrative:
(B)(4) this is a report of a system error 2240 alarm (air in set/line) due to a use error further described as the patient disconnected the patient line from the transfer set and then reconnected during peritoneal dialysis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in set/line). This alarm occurred during drain one of five. The patient was connected at the time of the alarm. The patient stated they disconnected during dwell without using proper procedures. The technical service representative had the patient close all clamps and end therapy. The technical service representative advised the patient to end therapy and start all over with new supplies. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.